Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after cancelling pd treatment. There was a "notice: draining slowly" message and an "air detected in cassette" warning during drain 4 of 4. Patient cancelled treatment and fluid was discovered on the external of the cassette and in the pump module area of the cycler. Patient was advised to let the cycler dry out and then use again for the next treatment. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to continue using the cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after cancelling pd treatment. There was a "notice: draining slowly" message and an "air detected in cassette" warning during drain 4 of 4. Patient cancelled treatment and fluid was discovered on the external of the cassette and in the pump module area of the cycler. Patient was advised to let the cycler dry out and then use again for the next treatment. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to continue using the cycler with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.